Event description:
It was reported that the metal post of a caster on the navigation system cart broke off when the system was moved out of a room. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that the metal post of a caster on the navigation system cart broke off when the system was moved out of a room. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.